Manufacturer narrative:
In the case description, the user mentioned attempting to remove the battery from the controller and the battery began shorting and smoking. Follow-up with the user revealed that they used a tool to pry the battery out. The controller was returned in several pieces with evidence of thermal exposure and missing the two back covers. The controller sn was able to be verified in our systems using the sim card number. The battery had been removed from the controller and also showed signs of thermal exposure. The battery was placed back into the battery compartment to compare the damage to the battery to the damages of the battery compartment. The bottom right corner of the battery was found to be the most damaged area of the battery. The blue tabs that are meant to be used to pull up the battery were found to be burned. Inspection of the bottom right corner of the battery compartment found evidence of damage that would indicate something being pushed against the side. Investigation of the returned device confirmed that the battery was attempted to be removed using an object. This removal caused the short in the battery that resulted in the extensive thermal damages observed. The omnipod 5 user guides warns that the battery should not be removed, and so attempt removal of the controller battery constitutes user error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is shorting out and burnt the controller. It was also reported that the pdm was smoldering, sparking, and left smoke in the room.